Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not recognize closed door upon device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "does not recognize closed door" was not reproduced. Evaluation was able to insert a blue baxter slide clamp into the keyhole, open and close the door with and without a loaded set multiple times with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found the hooks out of adjustment. The hooks required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.